Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance and got hospitalized due to low blood glucose on (B)(6) 2018 with blood glucose of 20 mg/dl at the time of the incident. The customer was at 120 mg/dl at the time of the call. The customer was given intravenous glucose to treat. The customer experienced symptoms such as loss of consciousness. The customer was wearing the insulin pump during the incident. The customer's pump was incorrectly programmed. Troubleshooting was not completed as the customer declined. The customer had a low of 34 mg/dl on (B)(6) 2018 and went to urgent care. The insulin pump will be returned for analysis.